Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: 1.4, lab: 3.3. Caller stated that he did have a change in dose for coumadin about 1.5 months ago. His target range on the meter should be between 2.0-3.0 inr. He stated he had a previous result of 1.6 inr with the meter. He does not have history of auto-immune diseases or kidney/liver dysfunctions; no history of hyper/hypothyroidism. He is not taking heparin or antibiotics. The only change was in his coumadin dose 1.5 months ago.

Manufacturer narrative:
Investigation pending.